Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between jun 13, 2016 and jun 7, 2022. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lenses (iols) were implanted, the patient is experiencing halos in both eyes (ou) and is having difficulty driving at night. The patient still drives at night but is uncomfortable. The patient reported that reading signs is more difficult now and not as clear as right after the surgery. The issue has gotten worse over time, and now the patient can hardly read street signs. The patient has not stopped doing daily activities, but just finds it a lot more difficult because of the visual issues. The patient has not tried to wear glasses and stated that the doctor has not recommended it. The issue started ou a few months ago. The patient could not provide an exact date. The doctor is recommending a ¿laser procedure¿ which is supposed to help with the visual issues, which has not been scheduled yet. The patient reported that the doctor advised that the membrane grew back and ¿covered it¿, which is why the ¿laser procedure¿ is required. Through follow-up with the doctor¿s office, it was reported that the patient has posterior capsular opacification (pco) ou and has yttrium aluminum garnet (yag) laser procedure scheduled ou. The left eye (os) yag procedure is scheduled for (B)(6) 2022 and the right eye (od) yag procedure is scheduled for (B)(6) 2022. There are no noted issues with the implanted iols. Through additional follow-up with the doctor¿s office, it was confirmed that the patient did have the yag procedure done for the os on (B)(6) 2022. No issues were noted and the procedure was uneventful. The patient will not have a post op visit until after the second eye yag procedure is completed, which is still scheduled for (B)(6) 2022. The post-operative visit is scheduled for (B)(6) 2022. Through additional follow-up with the doctor¿s office, the patient saw the doctor for ou follow-up visit on (B)(6) 2022. The iol is well centered ou and glasses were not given. There were no noted issues and everything went well, according to the patient's chart. The patient does have dry eyes ou and was told to use artificial tears three to four times a day. No further information was provided. This report is to capture the os event. A separate report is being filed to capture the od event.